Event description:
Customer call to report he noticed that insulin was leaking out of the reservoir and into the insulin pump. No further details provided at time of call.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.